Event description:
Pt presented on 1/1/97 to ed indicating his ICD has misfired twice on 1/1/97. Cardiology review indicated inappropriate ICD shock due to t-wave oversensing. Lead reposition attempted and was unsuccessful. Lead replacement occurred.